Manufacturer narrative:
This lead remains surgically capped and implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out for normal battery depletion this right ventricular (rv) lead was surgically capped and replaced. There were observations of noise with oversensing (no pacing inhibition) and low amplitude with a flutter. A new rv lead was implanted successfully. No adverse patient effects were reported.